Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (B)(6) ipg was no longer able to communicate with external devices. The pt lost stimulation four weeks previous. The pt's ipg was explanted and replaced. The pt regained stimulation therapy.